Manufacturer narrative:
Initial.

Event description:
It was reported that a user who had just started the ilet and transitioned from a libre sensor to dexcom experienced repeated prompts to connect a continuous glucose monitor (cgm) or enter a blood glucose value, entered a fingerstick value, and was later confirmed to be using a dexcom g7 while the ilet was configured for g6, resulting in an incorrect or missing pairing until the cgm type and pairing code were updated. No adverse clinical symptoms reported. Outcomes included successful reconnection after correcting the cgm type and entering the correct g7 pairing code. User support included review of device logs and guided troubleshooting to verify cgm configuration and alarms, confirm the sensor model, and enter the correct pairing code. Investigation of this case revealed use of the wrong cgm sensor type setting and an initial pairing error, which resolved after reconfiguration to g7 with the correct code. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cgm selection and pairing.